Event description:
It was indicated in clinic notes received that the pt had aspiration pneumonia two times in 2006. The pt also is noted to have a history of aspiration pneumonia, but it is unclear if the therapy contributed to the events in 2006. Good faith attempts to obtain additional info have been unsuccessful to date.